Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not injected. Aspiration was performed using a 5max reperfusion catheter and a 5max separator. While advancing the 3max reperfusion catheter, the physician perforated the artery and caused a subarachnoid hemorrhage. The patient was given 2,000 units of heparin by injection. The patient expired the following day. Physician's comment: based on the recorded video I assume that the relation between the event and the penumbra system was not deniable.